Event description:
It was reported that during a patient related event, the device lost power during monitoring. The end user powered the device on again to continue monitoring; however the device lost power again. This happened a number of times throughout the call. The patient was only being monitored and did not suffer any adverse effect from the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure. Physio did however verify through the electronic patient record that the device did lose power numerous times throughout the call. Physio then replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.